Event description:
During a hemorrhoidectomy, the device did not function. There was an instrument error. A like device was opened and the case was completed. There was no reported patient consequence.